Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received pump stops and a percutaneous lead replacement was requested for same day installation. In addition, the patient was receiving driveline fault alarms. All external equipment has been replaced. The patient was admitted to the intensive care unit (ICU). X-rays indicate that the percutaneous lead has a minor kink just beyond the connector end bend relief. The MFR conducted a percutaneous lead distal end replacement according to procedure.